Event description:
It was reported that the pump was replaced because of a motor stall. Patient reportedly heard the pump alarm and the ptm (patient therapy manager) displayed an error code indicating motor stall. Upon interrogation, pump log data showed motor stall. Patient experienced withdrawal symptoms and that was controlled by oral opioids. Drug delivered via the device was morphine 10mg/ml.

Event description:
Additional information: the returned pump logs showed 9 motor stalls and motor stall recoveries between (B)(6) 2012.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly; corrosion.